Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, dislodgement was observed while suturing the lead. Due to the shape of the patient¿s heart and the status of the myocardium, threshold and sensing were not good either. Thus the implantation of the products was aborted. A new system will be implanted in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.